Manufacturer narrative:
(B)(4).the complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced. A review of the downloaded receiver log found no errors related to the customer complaint. The receiver case was opened for further inspection and the inspection failed. The reported event of low audio output was confirmed. The root cause was determined to be a damanged speaker coil.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report low audio output from the receiver that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).